Event description:
The customer observed falsely elevated sodium results generated from alinity c processing module for multiple patients. The results provided were: sid (B)(6), initial=170 mmol/l /repeated on architect (B)(6) =144 mmol/l sid (B)(6), initial=175 mmol/l /repeated on architect (B)(6) =140 mmol/l sid (B)(6), initial=169 mmol/l /repeated on architect (B)(6) =141 mmol/l laboratory reference range for sodium=136 to 145 mmol/l; < 120 mmol/l and > 159 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.